Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok plunger rod was broken / damaged. The following information was provided by the initial reporter translated from french to english: I am contacting you following a materiovigilance report concerning a 3-piece 3ml luer lock syringe (ref: b-d plastipak ; lot: 0297730). Date of event: 03/03/2025 description of the event by the nuclear medicine department : after injecting a radioactive drug using a 3-way tap, the plunger of the syringe containing the radioactive drug came detached when the tap was rinsed with nacl by another syringe. The drug had already been injected, so there was no loss of dose, but there was still a risk of radioactive contamination for the operator. Frequency of occurrence: occurs for the first time. Action taken: device changed. Clinical consequences: dissatisfaction, disorganization of the department. We look forward to hearing from you.

Manufacturer narrative:
Pr (B)(4)- supplemental MDR - plunger rod broken / damaged one sample was provided to our quality team for investigation. Upon inspection, significant damage was observed on both the crown and the stop/retainer ring of the plunger. The observed condition is non-conforming per product specification. The potential root cause of the damaged plunger rod is associated with the assembly process. Furthermore, a device history record review was completed for provided lot number 0297730. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided